Manufacturer narrative:
Health effect - clinical code change from ¿2388 - inadequate pain relief¿ to ¿4412 - movement disorder¿.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2023-00110. It was reported that during the left lead revision procedure due to low impedance (related manufacturer reference number: 1627487-2023-00110), the right lead was explanted and replaced with a new lead as it needed better placement.